Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as unknown, but occurred on (B)(6)) failure to deploy (unprotected stent deployment) can be the result of, but is not limited to, incorrect loading of the filtration element, and/or physician technique of handling, use of contrast or angiography imaging. Reportedly, the filtration element was not deployed and remained in the epd delivery catheter. It is possible that the filtration element may have been loaded too far within the pod such that during deployment, the filtration element did not release. However, without return of the device, a definitive cause cannot be determined. Reportedly, the patient experienced neurological deficit/dysfunction and possible air embolism. It should be noted that neurological deficit/dysfunction and air embolism are listed in the emboshield nav 6 instructions for use (IFU) as a known adverse patient effect. Although a definitive cause for the reported failure to deploy could not be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the internal carotid artery, the emboshield nav6 embolic protection device (epd) was successfully prepped per the instructions for use. The device was advanced into the anatomy. The physician did not see the filter in the target location, but thought there was possibly a problem with the angio machine. When the procedure was complete, an attempt was made to capture the filter element but the usual resistance was not felt. After removal of the retrieval catheter from the anatomy, it was noted that the filter was still inside the delivery catheter pod indicating that the procedure was performed without the filter element in place. The patient consequently experienced a transient ischemic attack and was treated with clexane. Three days post procedure, a CT scan revealed no emboli and eight days post procedure the patient was reported as fine. The physician's opinion is neurological effects may have been due to an air bubble, but did state that he was in a hurry and did not pay enough attention to the filter. Though requested, no additional information has been provided.